Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to ketoacidosis and high blood glucose of 400 mg/dl at the time of incident , his current blood glucose is 136 mg/dl. The customer treated his high blood glucose with bolus. Their was also a no delivery alarm but pump did not alarm that and he ended up in intensive care with blood glucose over 700 mg/dl and ketoacidosis for 5 days. The customer experienced symptoms such as dizzy, shortness of breath and sweaty and possible pump errors .the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis